Manufacturer narrative:
B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
This is for patient 3 of 3. It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that there was a saftey shield failure. The following information was provided by the initial reporter: in the initial form customer states - lab staff notified the lab manager that the safety sheath snapped off on two needles before it could be engaged, leaving the contaminated needles exposed. This occurred twice, after drawing 2 different patients, on (B)(6) 2023. One other staff reported that it had also happened to her recently but is unsure of the date. Also no adverse event was reported, customer states no injury, no erroneous results, no exposure to body fluid and no treatment changed or provided related to the incident reported on this complaint. Quantity received and quantity affected: 3 affected customer reports that the safety shield has snapped off before it could be engaged, exposing the dirty needle.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-07-11. H.6. Investigation summary: material #: 368650; lot/batch #: 3104328. Bd received 10 samples for investigation. The samples were evaluated by functional testing, each having their eclipse shield activated, and the indicated failure mode for defective locking mechanism with the incident lot was observed in one of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
This is for patient 3 of 3. It was reported that while using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that there was a safety shield failure. The following information was provided by the initial reporter: in the initial form customer states - lab staff notified the lab manager that the safety sheath snapped off on two needles before it could be engaged, leaving the contaminated needles exposed. This occurred twice, after drawing 2 different patients, on (B)(6) 2023. One other staff reported that it had also happened to her recently but is unsure of the date. Also no adverse event was reported, customer states no injury, no erroneous results, no exposure to body fluid and no treatment changed or provided related to the incident reported on this complaint. Quantity received and quantity affected: 3 affected. Customer reports that the safety shield has snapped off before it could be engaged, exposing the dirty needle.